Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 513 mg/dl. The customer experience different blood glucose level of 207mg/dl and 330 mg/dl. The customer was treated with needle for high blood glucose level. The customer stated that reservoir had air bubbles. Troubleshooting was declined by the customer for air bubbles. The insulin pump will not be returned for analysis and reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per dop114-811. Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles.